Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the lead was replaced and repositioned. The patient was doing well post-operatively and the explanted lead was discarded.